Manufacturer narrative:
The pump was received with a no motor movement or negligible movement. Retries to free a stuck motor failed alarm during rewind due to a corroded motor home switch. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to no motor movement or negligible movement. Retries to free a stuck motor failed alarm.

Event description:
The customer reported via phone call that insulin pump had mechanical jam alarm. The customer¿s blood glucose level was 112 mg/dl. Troubleshooting was completed. Customer was unable to complete pump rewind. The customer was also advised revert to back up plan per healthcare professional¿s instructions. The insulin pump will be returned for analysis.